Event description:
During the call a (B)(6) customer received a control reading on the contour next usb. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Products were replaced.

Manufacturer narrative:
This information was not provided in the initial report.